Manufacturer narrative:
Event date: exact date unknown, event occurred for quite some time. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 5043641.

Event description:
It was reported per outreach that the patient had impedances and underwent an explant procedure. The explanted devices were not returned as they were discarded by the medical facility. No further information could be obtained despite good faith effort.